Manufacturer narrative:
This ipg serial number was included in a field advisory. Concomitant medical products: the concomitant lead (unknown) was implanted in 2011. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6)the patient did not charge the ipg for approximately a month. As such, the patient lost stimulation. Surgical intervention was undertaken to explant and replace the ipg. Stimulation was restored following the procedure.